Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and it did not emit tones with magnet application. The physician performed a manual software start-up and was able to interrogate. The device had reached elective replacement indicator (eri). Guidant received additional information that approximately one week later, during a replacment procedure, the device displayed an out of range telemetry message and could not be interrogated. The physician attempted a manual software start-up and was unsuccessful.